Event description:
Pt reported obtaining back-to-back blood glucose results of 299 mg/dl and 85 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. A level-two qc test was performed on the suspect device and the result fell within the acceptable range. At the time of the report, pt no longer had the strips in use at the time that the discrepant results were obtained.